Manufacturer narrative:
Inspection the returned device was examined. Visual inspection revealed that a one-level plate was packaged in a sealed 3-level plate bag. DHR review the initial manufacturing DHR was reviewed . There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it initially left highridge medical¿s control. Potential root cause it was determined that the issue has been occurring during the loose inventory receipt and traveler initiation step, where product (part number, lot number) is incorrectly identified. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a distributor received a bag labeled as a maxan 3-level plate, but it actually contained a maxan 1-level plate. There was no patient involvement.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a distributor received a bag labeled as a maxan 3-level plate, but it actually contained a maxan 1-level plate. There was no patient involvement.